Manufacturer narrative:
Insulin pump passed the displacement test, active current measurement and self test. However, the insulin pump failed the sleep current measurement due to a problem isolated to the electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had low battery alert. The customer¿s blood glucose level was 5 mmol/l at the time of the incident. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.